Event description:
Return reason: bent pin. Analysis determined: investigation found that the #3 elecrical connector pin is bent 20 from centerline and connection cannot be made. Defect origin is unknown. After pin is straightened, connection could be made and unit worked properly. Unit was used in vivo. This was not determined until analysis was completed. No further information is available on the pt's status. Corrective action taken: the corrective action is the mfg and quality assurance personnel have been notified. Both the frequency and severity of this type of incident will be closely monitored to determine if further remedial action is necessary.